Event description:
Related manufacturer reference number:(B)(4). It was reported, that the left ventricular lead exhibited muscle stimulation. The lead was turned off, until the lead revision. During the procedure, the new left ventricular lead was attempted to be implanted. However, there was no capture. The chronic lead was capped, the new lead was removed. And the device was changed to a bipolar lv lead port. And implanted a left bundle lead. And plugged it into the lv port. The patient was in recovering condition.